Event description:
It was reported that the insulin pump stopped working in the middle of prime process. The insulin pump alarmed during the prime. The blood glucose glucose reading was 159 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A broken reservoir tube lip, broken belt clip slot and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.